Manufacturer narrative:
The bench repair technician (brt) found that the unit arrived giving a speaker malfunction error and was making no sound. The brt determined that the speaker needed to be replaced. The brt replaced the device with parts and was operational after repairs were completed.

Event description:
The customer reported a speaker malfunction error and there was no sound. The device was not in clinical use at the time the issue was discovered.  There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.